Event description:
It was reported that a user announced a normal dinner on the ilet and experienced a rapid blood glucose decline from the low 100 mg/dl to 60 mg/dl after a prior correction and a walk; the meal consisted of food with subsequent recovery to the low 100s mg/dl. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method involving the user interface, as the meal was likely over-announced relative to actual intake in proximity to active correction and exercise. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.